Event description:
It was reported that this patient developed a wart-like protrusion around the wound of the xyphoid incision of this electrode. The physician elected to explant this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system out of caution. It was noted that the patient had thin anatomy. A new transvenous implantable cardioverter defibrillator (ICD) was implanted at this time. The explanted system will not be returned as it was discarded at the facility. No additional adverse patient effects were reported outside of the replacement procedure.